Event description:
Ous MDR - noise was detected in (B)(4) 2016. The physician decided to explant this device due to the risk of inappropriate therapy. The system was replaced. The implant and explant dates were not provided.

Manufacturer narrative:
The ICD and fragments of the lead under complaint were returned for and subjected to an extensive analysis. In the course of the analysis of the ICD the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular as well as the far-field channel. However, a thorough analysis of the ICD proved the device to be fully functional. Subsequently the lead was inspected. The lead was found cut at approximately 11 cm distal to the is 1 connector pin and most likely 7 cm proximal to the lead tip. The proximal and a medial lead fragment were received. In between an approximately 4 cm segment of lead body was missing. Furthermore the distal lead fragment including the shock coil has not been returned. The visual inspection revealed multiple signs of wear along the lead fragments. In particular between approximately 13 cm and 16.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the noise mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant intracardiac motion and interaction with modified tissue or the nearby lead should be taken into account. The available x-ray image was not analyzable due to the poor image quality. Furthermore the conductor cable to the shock coil was found pulled out of the lead body, which most likely occurred due to tensile forces applied during the extraction procedure.